Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case cracked by the front lower left corner, bottom case by the battery compartment position. The left plunger case was broken off and right plunger was cracked. During syringe testing, the reported problem was duplicated; the pump failed multiple syringe tests. The root cause of the reported issue was found to be normal wear. A combination of multiple components were not working properly as a result of normal wear, including barrel clamp assembly and the main board. Replace all affected components including main board and barrel clamp assembly. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the device was not able to detect size of syringe. No patient injury was reported.